Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the ventricular leads were attempted but not used. The lead had pacing thresholds within range, but loss capture when fixating the lead at multiple ventricular locations. The leads were removed and replaced. No patient complications have been reported as a result of this event.